Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device shut down two times during a call. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted stryker to report that their device shut down two times during a call. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no report of patient harm associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. The battery pins were replaced as a preventative measure. The technician observed that the main keypad controls were unresponsive. The main keypad was replaced to solve the observed issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.